Manufacturer narrative:
Insulin pump had an intermittent button response due flattened esc and act button dome switch. Insulin pump had minor scratches on lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump are not responding. Blood glucose was 149 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.